Event description:
It was reported that the 6600 system had loss of the video signal. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The eeprom board was re-seated during the service call. The system was tested and found to be working as intended, and put back into service.